Manufacturer narrative:
(B)(4): the patient was hospitalized for 2 weeks for peritonitis. The cause of peritonitis was unknown. The patient was treated for peritonitis with rocephin ip (dose, frequency not reported). Outcome of peritonitis was unknown. On an unreported date, pd therapy was re-introduced.a batch review was performed, and no issues were detected during the manufacturing of gd894402. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced possible peritonitis and was hospitalized on the same day for the event. Treatment was not reported. On an unreported date, dianeal therapies were withdrawn. At the time of this report, the pt was recovering from the peritonitis. This is report 2 of 2 involved in this peritonitis event.